Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.